Event description:
A nurse reported to baxter an issue of system error 2240 (air in line) which occurred on homechoice(hc) during use. The nurse observed a hole. There was patient involvement but no patient injury.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Since the lot number is unknown, no batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for system error (se) 2240 (air in set) was confirmed by sample evaluation. The cause was determined to be a slit in the patient line tubing. This issue has been escalated to CAPA.